Manufacturer narrative:
Radiograph confirmed the event. The device has returned for evaluation; however, results are still pending. No further investigation can be completed at this time. No root cause has been determined. Patient's bone quality, activity level or compliance with post-operative care instructions are unknown. Review of the device history records notes no material non-conformances or manufacturing errors that may have caused or contributed to this mode of failure. Labeling review: "risks associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant..." "The patient should be made aware of the limitations of the implant and potential adverse effects of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken, or loose implant components..."

Event description:
On (B)(6) 2016, a prosthesis device was implanted into a patient at level c5-6. Approximately 4 months following surgery, a radiographic image indicated the inferior endplate had migrated anteriorly. The device was removed (B)(6) 2016 and an anterior cervical fusion was performed.